Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 125 ohms. Technical services (ts) noted a rise and fall of all impedance measurements at the same time, indicating possible electromagnetic interference (emi) or possible procedure that this patient might have undergone at that time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.